Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The difficult removal mentioned in the event description is filed under a separate medwatch report number.

Event description:
It was reported that during the procedure, difficulty was noted removing the guide wire and atherectomy catheter. During removal, a catheterization lab staff member received a puncture wound from either the guide wire or the atherectomy catheter. The catheterization lab staff member is currently undergoing testing for (B)(6), as the patient from the procedure has a history of (B)(6). No additional information was provided.